Manufacturer narrative:
An event regarding revision involving an abgii modular device was reported. The event was confirmed. Method and results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
The original information provided on 10/21/2013 indicated that the patient had an unknown rejuvenate/abg ii modular stem and neck implanted. At that time, the patient was asymptomatic and no adverse consequences or medical intervention were noted. Further information received on 03/18/2015 from the sales rep indicated: "the patient's right hip was being revised due to periprosthetic, greater troachcanter fracture. The doctor decided to also remove the shell to improve positioning. The liner was also explanted."

Event description:
The original information provided on 10/21/2013 indicated that the patient had an unknown rejuvenate/abg ii modular stem and neck implanted. At that time, the patient was asymptomatic and no adverse consequences or medical intervention were noted. Further information received on 03/18/2015 from the sales rep indicated: "the patient's right hip was being revised due to periprosthetic, greater troachcanter fracture. The doctor decided to also remove the shell to improve positioning. The liner was also explanted."

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.